Event description:
The nurse opened plastic wrap, unscrewed the white plastic cap and noticed a dark brown sticky, non-odorous matter on the tip of the needleless syringe and inside the white cap. The syringe did not come in contact with the patient. The rest of the lot was sequestered.======== reporter's responses =======reporter indicated a new syringe was used to complete the procedure. It was verified the syringe was free of debris prior to using it on the patient. The rest of the lot was sequestered to ensure no other dirty syringes were used. A small sample of this syringes were checked and did not find additional dirty syringes.